Event description:
Incident description: defective ice catheter, poor image quality, possible crystal fracture. The device did enter the body. From the procedural note: ...first, ice was utilized to assess baseline anatomy and create a carto sound-guided biventricular 3-d geometry. At baseline, there was normal biventricular function, and no pericardial effusion. Carto 3d electroanatomic mapping was used. A decapolar catheter was advanced to the coronary sinus for left atrial pacing and recording. A quadripolar catheter was advanced to the heart for high right atrial, his bundle and right ventricular pacing and recording. .....there were no procedural complications.